Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that after the implantation of the mi60g akreos lens on (B)(6) 2011, anterior and posterior capsule opacification were identified on (B)(6) 2011. Topical treatment and yag capsulotomy were used to resolve the aco and pco.